Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This event was previously reported on 0002648920-2019-00308.

Manufacturer narrative:
(B)(4). UDI# (B)(4). Concomitant medical products: 00875100832 ¿ xlpe liner ¿ 64009704, 00875704802 ¿ shell ¿ 63902335, 00787101363 ¿ femoral stem ¿ 63629387, 00625006550 ¿ bone screw ¿ 63481147, 00625006540 ¿ bone screw - 63481147. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03255.

Event description:
It was reported that patient is scheduled to undergo a revision surgery approximately 10 years post implantation due to experiencing multiple dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.